Event description:
Meter name: ultra. Strip name: ultra strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: none. A patient reported they are not able to get a blood reading since last night. Their meter allegedly would only prompt message, error 4. The result on their meter was: results unknown. Treatment was: insulin shot. No further information has been reported.